Manufacturer narrative:
It was reported by the customer contact that the "catheter failed" and couldn't be flushed. Due to this, "a new catheter had to be inserted" which required the patient to be moved out of the sterile field and a new sterile field set up. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Catheter failed.